Event description:
It was reported that, prior to an implant procedure, the patient data was successfully programmed into the pulse generator while the device was still in the box. A few minutes later, the device could not be interrogated. Now, the pulse generator was beeping. The device was not used, instead, the local representative returned the boxed device for analysis. There were no adverse patient effects. The device has been returned.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, prior to an implant procedure, the patient data was successfully programmed into the pulse generator while the device was still in the box. A few minutes later, the device could not be interrogated. Now, the pulse generator was beeping. The device was not used, instead, the local representative returned the boxed device for analysis. There were no adverse patient effects. The device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. After chilling the device, radio frequency (rf) telemetry was established with the device. The rf wake-up periods were monitored while the device was subjected to varying temperatures. Most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the device. Analysis concluded there was evidence of a shortened rf wakeup pulse due to the crystal component, which caused an inability to interrogate.